Event description:
During the procedure the laser began to lose power (as indicated on console display). It appeared as though the power dropped from 250 mw to 100 mw then to 25 mw. The tech at the console increased the power attempting to correct, even though the dr was still getting expected results. The results of co's service calll found that a pcb malfunctioned and caused the display to indicate a drop in power, when in reality there was no drop in power. The dr had to stop bleeding, but proceeded with surgery. No further medical intervention was required.